Manufacturer narrative:
Customer followed up regarding the issue, clarified the dates of occurrence and changed pump supplies.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer failed to complete the air removal step for cartridge and was using the same cartridge and infusion set for over 2 days using trusteel infusion set. Tandem clinical support informed customer to follow the proper air removal steps and that trusteel infusion set is indicated for 2 days of use. Customer changed pump supplies to address the issue. Customer¿s blood glucose (bg) level was intermittently displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a correction bolus via the pump.

Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customer. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.